Event description:
Customer reports, two incidents were the plungers broke during use. A dr was stuck by a needle in one incident. A hospital incident report was filed. The needlestick to the dr was from a contaminated needle.